Event description:
During review of the patient's programming history available in the manufacturer's database, it was observed that a faulted system diagnostic test on (B)(6) 2005 and was not corrected until (B)(6) 2006. A final interrogation was not performed prior to the patient leaving the clinic. Therefore, the programming anomaly was not identified until (B)(6) 2006. No adverse patient events were reported.

Manufacturer narrative:
Analysis of programming history.